Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was left with the interface cable not plugged in and the image acquisition system (ias) batteries lost charge. The medtronic representative enabled 27.2 volts through can bus connection to charger. This was charged for 6 hours to enable the system to charge itself. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside a procedure. It was reported that the site left the system unplugged and when they plugged it back in, it did not start charging. There was no patient present when this issue was identified.